Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the device became stuck on the non-bsc guidewire. The entire device had to be removed. A different device was used that tracked easier. There were no patient complications. The patient was fine and stable.